Event description:
It was reported that during final tightening, additional force had to be applied to the torque wrench handle. Two separate plug drivers became deformed (no tips broke off, the screws could be tightened and implants were not damaged). There was no delay or impact on the patient. This is report two of three for this event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information and initially corrected information. The complaint is confirmed for the reported failure of twisted/deformed tip. The visual inspection confirmed that the tips of the plug drivers were both twisted. Per the DHR review, the part was likely conforming when it left zimmer biomet control. No actions are required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 94522, array 5.5 qc torq wrench hndl dle, lot # 830417. Catalog #: 2000-9061, pol 5.5 ti plug driver, lot # zb170804. Foreign report source: (B)(6) . Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Multiple MDR reports were filed for this event, please see associated reports: 3012447612-2020-00539, 3012447612-2020-00542.

Event description:
It was reported that during final tightening, additional force had to be applied to the torque wrench handle. Two separate plug drivers became deformed (no tips broke off, the screws could be tightened and implants were not damaged). There was no delay or impact on the patient.